Manufacturer narrative:
The investigation for the renal failure and access site bleed has been completed. Data logs showed no motor current (mc) spike or flow drop observed outside of p-levels change. No placement signal trend was observed. Too many suction alarms occurred during the case. Many impella position unknown alarms occurred. The cause of the access site bleed and renal failure could not be determined since the complaint device not returned for analysis and lack of clinical details. H.6 health effect - impact codes 1802 and 4617 were inadvertently omitted from the initial manufacturer device report number 1220648-2024-24188 and were added.

Event description:
Us complainant reported the patient was on impella 5.5 support and during support, the patient had renal failure and continuous renal replacement therapy (crrt) was started. It is unknown if the impella contributed or caused the renal failure. Additionally, the complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured bleeding at impella insertion site with a definite relationship to the impella device used: patient developed a hematoma several hours postoperatively at the lmpella insertion site requiring open decompression at the bedside with placement of a durable wound vac. She has continued to bleed from the wound vac site and critical care concerns, left us to return the patient to the operating room for re-exploration of the right infraclavicular incision. She got two units of packed red blood cells (prbc) on 10/17/2024. Had oozing from femoral access and got two units of prbc 10/20. It was reported that the patient/event has not recovered/not resolved. The patient was on impella support for 532.70 hours before the patient expired after the family decided to withdraw care.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿